Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing increase in pain due to spondylitis. It was also mentioned that the patient has not been getting adequate relief. The patient underwent a revision procedure wherein the ipg was replaced with an MRI capable device. The patient was doing well post-operatively. The explanted ipg was discarded.